Event description:
It was reported that the haptic broke on the insertion of a monofocal intraocular lens (iol). The issue noticed when inserting the lens into the patient's operative eye. However, the extent of patient contact is unknown. It was noted that the lens was not stuck in the cartridge. No further information was provided.

Manufacturer narrative:
Unknown, information was requested but not provided. Date of event: unknown, not provided, but the best estimate date is on or prior to oct 8, 2024. . Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.